Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The device was returned to the baxter analysis lab as an out of box failure. The failure occurred during initial biomed set-up.